Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set leaked. After connecting the clearlink set to the IV central venous access device tubing, a leak was noted from the connection proximal to the coupler. The device was being used to deliver propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection with the naked eye noted a marked location of the leak. The sample was functionally tested and showed a leak between the tubing and inlet port of the male luer. Visual inspection with a microscope showed that the tubing was crimped. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.